Event description:
It was reported that on (B)(6) 2014 the patient picked up a package of dog food and carried it on his shoulder. The patient experienced uncomfortable stimulation and it felt like it was going on and off. Then, the stimulation stopped working and he had not been able to feel stimulation since. The manufacturer representative (rep) met the patient on the date of report to check impedance and noted contacts 0 and 1 were high. The other contacts were about 1500 to 2000 ohms. When the rep programmed different contacts the patient felt stimulation in his abdomen. The implantable neurostimulator (ins) was in the right abdomen. The doctor took x-rays and nothing unusual was observed. The rep spoke with the neurosurgeon and he was going to order a CT and then if the patient wanted a revision it would be scheduled. The patient was doing fine even though he could not use stimulation.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3998, lot# l96180, implanted: (B)(6) 2001, product type lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type extension. (B)(4).